Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd eccentric tip syringe with precisionglide¿ needle was loose from the tip of the syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: 1 actual sample in open unit package was returned for investigation. Observed that the needle was detached from the tip of syringe. Returned sample was subjected to visual inspection. No damage was observed on needle hub and tip. Returned sample was subjected to hub luer taper test and tip taper test. The returned sample passed the hub luer taper test and tip taper test. Observed that the needle was detached from the tip of syringe. No damage was observed on needle hub and tip. Returned sample passed the hub luer taper & tip taper test. A device history record review showed no non-conformances associated with this issue during the production of this batch. Conclusion: at the primary packaging machine, there is a vision system to detect and reject parts with loose needle. Production technician would then need to manually remove and replace the parts from the blister pocket. The vision system had been challenged and was able to detect and reject parts with loose needle. Hence, the production technician could have failed to remove the non-conformance sample manually when the vision system rejects the sample.

Event description:
It was reported that the needle of a bd eccentric tip syringe with precisionglide¿ needle was loose from the tip of the syringe. There was no report of exposure, injury or medical intervention.